Event description:
It was reported that during use on a patient this 980 ventilator's screen turn off and the ventilator shut down. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3 the ventilator has been received and is under evaluation at the japan service center. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to section d9 section h6 evaluation codes was updated due to device return and part analysis method code (annex b) remove b21 and add b01 result code (annex c) remove c21 and add c13 conclusion code (annex d) remove d16 and add d15 component code (annex g) remove g07003 and add g07001. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during use on a patient this 980 ventilator's screen turned off and the ventilator shut down. The device was available for evaluation. The service personnel (sp) inspected the ventilator and noted that approximately thirty (30) minutes after pressing the power switch, the ventilator shut down. There were no logs or diagnostic codes in the ventilator. The sp replaced the breath delivery (bd) power controller printed circuit board assembly (pcba) and bd power distribution pcba as a set. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One bd power controller pcba and bd power distribution pcba were returned to medtronic for analysis. The components were visually in spected and functionally tested with no malfunction or product deficiency observed. Without logs or diagnostic codes, a cause or suspected cause of the reported event cannot be established. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.